Manufacturer narrative:
The manufacturer's investigation is ongoing. Additional information will be submitted via follow-up report within 30 days of receipt.

Event description:
During (B)(6) 2025 proactive monitoring by endotronix, suspected sensor drift was identified and the site was notified to pause use of pa readings as a parameter for determining patient treatment. On (B)(6) 2025, it was recommended that the patient undergo 3-year scheduled recalibration. On (B)(6) 2026, patient recalibration was completed successfully followed by monitoring and assessment of the patient data. On (B)(6) 2026, endotronix confirmed the sensor drift initially suspected in (B)(6) 2025 and concluded that there were no concerns with the calibration.

Manufacturer narrative:
The following sections were updated, corrected: b4, d4, g3, g6, h2, h3, h6 and h11. The sensor was not returned for evaluation as it remains implanted. The device history record (DHR) for the sensor lot was reviewed, and it was confirmed that no relevant nonconformances were associated with the sensor lot at the time of manufacture. On (B)(6) 2026 (1666 days from implant), the patient underwent a right heart catheterization (rhc) recalibration. The offset determined during the recalibration fell outside the fluid-filled reference measurement error range, thereby confirming that the sensor was providing inaccurate measurements. The products instructions for use that was effective at the time of the reported event warned the user that, to ensure accuracy, the sensor must be calibrated approximately every three years using a right heart catheterization procedure. Additionally, the instruction for use stated that post-implant, the sensor may need to be recalibrated if there is anomalous pa pressure data. Based on the information provided, no further corrective or preventative actions are required at this time. Corrected data: section d4: lot number.